Manufacturer narrative:
This report is filed february 29, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a lack of osseointegration resulting in explant of the device on (B)(6) 2016. The device has not been made available for analysis as of the date of this report, (B)(4) 2016.